Manufacturer narrative:
An event regarding damage involving an mrh tibial component was reported. The event was confirmed by mar review. Method & results: device evaluation and results: visual inspection indicated that damage on the proximal surface of the tibial rotating component likely occurred from contact with the femoral component. Scratching on the proximal and distal surfaces of the tibial rotating component is consistent with damage from explantation. A material analysis report concluded: damage was observed on the axle and tibial rotating component, consistent with in-service use. Damage on the tibial rotating component likely occurred from contact with the femoral component. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised due to wear of the poly components however the reported mrh tibial component was also revised. A material analysis report concluded: damage was observed on the axle and tibial rotating component, consistent with in-service use. Damage on the tibial rotating component likely occurred from contact with the femoral component. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to wear of the poly component. Possible cause or contributor for wear not reported. Patient's activity level is unknown. Patient was revised to poly component of the same catalog number. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to wear of the poly component. Possible cause or contributor for wear not reported. Patient's activity level is unknown. Patient was revised to poly component of the same catalog number. Rep reported that no further information will be released by the hospital or surgeon.